Event description:
It was reported that the user jumped into a pool with the ilet in place, after which the device became unresponsive and would not power on despite charging, and a replacement was arranged with return of the original. Symptoms included hyperglycemia with reported glucose up to 300 mg/dl over approximately 2 to 3 hours. Outcomes included use of back-up therapy and continued cgm use, with no ketone testing, no steroid exposure, and no medical intervention or hospitalization. Investigation included collection of event details and arrangement for device return. Investigation of this device revealed a device malfunction consistent with water exposure resulting in a nonresponsive screen and pump, indicating damage to the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was device physical damage due to exposure to water.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.